Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: tlif implant date: (B)(6) 2016 levels implanted (initial surgery): l2/3 revision date: (B)(6) 2016 levels implanted (revision surgery):l2/3 it was reported that on an unknown date, post-op, the patient was suspected with infection, cage migrated to posterior, screws were loosening. Revision surgery was performed where the cage was removed and iliac was transplanted, screws were replaced, implant was extended 1 level to cranial side. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.